Event description:
It was reported that during a pump preparation before an implant, the pump was placed in saline, connected to the controller, and the controller was connected to the patient cable with the white cable connected first. Once the cable was connected, the pump auto started pumping with no one pressing the pump start button on the clinical screen on the system monitor or any other button on the controller. There was no emergency backup battery (ebb) installed yet and the system monitor sowed the revolutions per minute (rpm) at 3000 an low speed limit of 5000. Mechanical circulatory systems (mcs) manager was consulted and it was decided to move forward with the implant. The pump worked as intended throughout the preparation and stopped when the pump stop command was pressed. Through this process, it was noted that the vad coordinator who was prepping the pump had a tear in their glove and was not sure of the items were touched. The pump was not implanted as it could have been contaminated. No log files were available as the only thing completed was the pump preparation and sterility was broken. All other equipment were back in circulation and no device was to be returned for evaluation. Related MFR: (B)(4).

Manufacturer narrative:
Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected system start was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 5 entitled ¿surgical procedures¿ addresses how to properly prep the pump and provides a step-by-step procedure during implant. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.